Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33423. It was reported the patient performed high-performance activities and later experienced ineffective therapy. X-rays indicated both of the leads fractured. In turn, surgical intervention took place wherein both existing leads were explanted and replaced to address the issue. Effective therapy, was established post-op.